Event description:
It was reported that using a radial artery access approach with tortuosity at the shoulder during the procedure for treatment of a tight, heavily tortuous lesion of the right coronary artery (rca), using a 5f guide the physician pre-dilated with a 3.0 x 30 mm trek balloon dilatation catheter (bdc). After dilatation it was observed that the balloon took quite a while to deflate; first attempt was for 10 seconds, then a second attempt was for 10-15 seconds with some difficulty then when withdrawing the balloon into the guide, the balloon tip got stuck. The physician waited for a bit for full balloon deflation and was able to continue withdrawing the bdc until he met resistance at the tortuous site in the shoulder area. He gave the bdc an aggressive tug and it was withdrawn but had separated into two pieces. A second guide catheter and guide wire were used and the lesion was stented without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: inflation: indeflator; guide cath: 5 fr; other: contrast: visapaque 320 mixed 50/50. (B)(4) - incorrect removal. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.